Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: bilateral rupture against textured tissue expanders.

Event description:
Patient's son reported left rupture and stated the patient has textured tissue expanders. Manufacturer of the device is unknown. Device remains implanted.

Event description:
Healthcare professional, additionally reported, capsular contracture, baker grade iii. No rupture was reported. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient's son reported left rupture and stated the patient has textured tissue expanders. Manufacturer of the device is unknown. Device remains implanted.

Event description:
Patient's son reported left rupture and stated the patient has textured tissue expanders. Healthcare professional reported left side capsular contracture baker grade iii. Device has been explanted.